Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included anxiety disorder, depression, tonsillectomy, ganglion removal, hypertension, vitamin d deficiency, constipation chronic, genital herpes, perioral dermatitis, cervical disc degeneration, cesarean section, vaginal delivery, pelvic pain and rectocele. Concomitant products included alprazolam, bupropion hydrochloride (budeprion), cetirizine hydrochloride (zyrtec), linaclotide (linzess), lisinopril, olmesartan medoxomil, piroxicam (paxil) and valaciclovir hydrochloride (valtrex). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed in (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: on the right side, there were 2 visible coils, on the left side there were 4 visible coils. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-jul-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included anxiety disorder, depression, tonsillectomy, ganglion removal, hypertension, vitamin d deficiency, constipation chronic, genital herpes, perioral dermatitis, cervical disc degeneration, cesarean section, vaginal delivery, pelvic pain and rectocele. Concomitant products included alprazolam, bupropion hydrochloride (budeprion), cetirizine hydrochloride (zyrtec), linaclotide (linzess), lisinopril, olmesartan medoxomil, piroxicam (paxil) and valaciclovir hydrochloride (valtrex). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed in (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: on the right side, there were 2 visible coils, on the left side there were 4 visible coils. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.